Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with a missing end cap sticker, a cracked reservoir tube and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump kept alarming button error. The device was in the customer's blood glucose was 149 mg/dl. The device was just in his pocket with it alarmed and didn't recall anything that might have set the alarm off. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to return. Customer agreed to return the device for analysis.